Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
Additional information: it was clarified that the previously reported ¿positive dye study¿ meant that they could not get good flow when the catheter access port (cap) was accessed. The healthcare provider (hcp) believed the ¿lead¿ was epidural, not intrathecal.

Event description:
It was reported that the patient had a "positive" dye study. A pump replacement and catheter revision was scheduled for (B)(6) 2013. There were no patient symptoms/injuries related to this event. The device system was used to deliver baclofen. It was later reported the device system was used to deliver lioresal. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).